Manufacturer narrative:
The exposed portion of the soft cannula was found to be flattened and elongated. The length of the soft cannula was found to be out of spec at 27.03mm. The damage did not prevent fluid from exiting the distal tip of the soft cannula. No signs of leakage were found along the fluid path during the leak test. The cause and timing of this damage is unknown. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path.

Event description:
It was reported that the patient's blood glucose level reached 314 mg/dl while the pod was worn on the arm between 37 and 48 hours. The pod was reportedly leaking insulin during wear.